Event description:
It was reported that a patient was presenting with a non-union at c4-c5 level from a previous cervical fusion in which a zero p implant was used on an unknown date. The nonunion was observed during postoperative imaging and intraoperative during the revision. The patient has had multiple cervical fusions surgeries pertaining to the c4-t1 levels. The dates for all previous surgeries were not supplied. The zero-p implant was not explanted. Surgeon revised the patient to an anterior cervical discectomy fusion at c3-c4 with a plate and spacer and backed up the patient with an additional fixation construct from c3 to t3 level posterior. During the revision surgery on april 9, 2014 the surgeon also had an issue with the instrumentation. The instrument tap for the 3.5 millimeter screws broke. The yellow band at the 3.5 millimeter diameter position on the tap came loose during surgery and fell into the open cavity. It was reported that all pieces were retrieved and accounted for by the surgeon; this delayed the procedure by less than one minute. The surgeon used another instrument tap that was available in the operating room to complete the procedure. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.